Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that an unspecified red alert had been generated for this system. No adverse patient effects were reported.